Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusions can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm while delivering a bolus. Customer's blood glucose level at the time was 311 mg/dl. Advised customer insulin pump will be replaced. No additional information is provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.